Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up attempts were unsuccessful at yielding any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the proximal segment of the lead was returned and analyzed. The proximal conductor was fractured and was distorted. All conductors were stretched and had blood/body fluid (not obstructed). The inner insulation was torn. Concomitant medical products and therapy dates 5024 implantable pacing lead (B)(6) 1997, 4193 implantable pacing lead, (B)(6) 2004. (B)(4).